Manufacturer narrative:
The reported event of ¿wire could not cross lead¿ was not confirmed. As received, a complete lead without a guidewire was returned in one piece. Analysis found the guidewire was able to be fully inserted inside the inner coil lumen without difficulties. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during an implant procedure, the guide wire failed to advance through the left ventricular (lv) lead. The physician elected to not use the lv lead, and a new lead was implanted. No patient symptom was reported.